Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on an unknown date a 16mm amplatzer septal occluder was implanted. About 4 months post implant the patient presented to the emergency room and the occluder was explanted due to erosion on (B)(6) 2021. The defect was closed by a patch. The patient was reported to be in stable condition. Additional information has been requested but cannot be obtained at this time.

Manufacturer narrative:
An event of "the occluder was explanted due to erosion" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.